Event description:
It was reported that when the asymptomatic patient presented for device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4). A partial lead measuring 58.1cm was returned in two segments for analysis. External insulation abrasion was noted at 39.7-40.4cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 8.2-8.8cm and 13.6-15.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received states the patient presented to the clinic for lead noise. The lead was explanted. No further information is available.